Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause for the code 203 is an inability to fire a 150j pulse. The monitor failed, while performing a pulse test, resulting in damage to u9, u16 and u18 on the defibrillation board and shorting u6, +5a and +1.8v to ground on the ca board. The cause for the inability to fire a pulse was suspected to be defective igt control mosfet drivers (u16 and u18) on the defibrillator board. The root cause of the defective drivers was unable to be positively identified. No adverse event resulted from the defective drivers. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203. The last patient to use this monitor did not report any deficiencies.